Manufacturer narrative:
After reviewing this complaint, it was determined that there was no patient impact because the surgery was planned to be performed as a traditional surgery, the rosa device was used by the surgeon only to do tests.

Manufacturer narrative:
The reported issue is due to the residual "timeout" bug. The potential impact of this bug is minor (about 5 minutes of surgery time loss). Residual software bug already known. Intervention on site to place the robot arm in home position and then in parking position. Guidance test and cooperative mode ok. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the pc was non-functional. No patient impact was reported. A surgery delay has been reported of 40 minutes.